Manufacturer narrative:
Internal file number - (B)(4). Device not available for evaluation. The device was not returned for analysis. A review of the lot history record and complaint history record could not be performed as the lot number was not provided. The nc trek instruction for use (IFU) states that if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and / or damage / separation of the catheter. The reported IFU deviation did not cause or contribute to the reported event. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the nc trek balloon was used for post-dilatation, without reported issue, in a coronary intervention; however, during device removal, anatomical resistance was met and force was applied. The balloon catheter was successfully removed from the anatomy without reported issue. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.